Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with neurostimulator for spinal pain and chronic low back pain. It was reported that the stimulation on the patients device would stop. But the device would still show on. The patient stated they would have to turn the device on and off again in order to feel stimulation again. The patient stated that they noticed this occurred after the representative "hooked him up that way". The patient reported that when the stimulation turns off he feels pain in his back and legs. The patient reported that he was ok if he was standing or walking but when he sits down for 3-5 minutes he will stop feeling stimulation. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.